Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure while the pocket was being closed, the physician patted the pocket and the pacemaker and rv lead exhibited pacing inhibition for less than two seconds. The pocket was reopened and fluid was observed in the device header. Additionally, the physician suspected a lead to device connection/interface issue. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the rv seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.